Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; all keypad button unresponsive with moisture in the battery compartment. No alleged damage to the keypad. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-aug-2018 with the following findings: during investigation, there was no damage to keypad. All buttons respond to presses appropriately. Keypad removed; no damage to button contacts. Corrosion in battery compartment. No leaks found during leak testing. Pump opened and no further evidence of moisture found.